Event description:
The consumer reported that he was recently in an incident during the week prior to the report. Since then, he started having trouble with balancing and intermittent shocks, even when the implantable neurostimulator (ins) was turned off. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.